Event description:
It was reported that the right ventricular (rv) lead exhibited a warning, but there was no notable data in lead trends. Follow-up with the clinic confirmed the lead pulled back and was found to be dislodged. The lead was explanted and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.